Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's screen had a blue and red line across and there was a fuzzy black dots also buttons were not responding. The customer stated that the display was solid white. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to cracked lcd controller. Unable to confirm keypad anomaly or perform displacement test due to display anomaly.